Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 12/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event 12/17/2025. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a150202 is being used to capture the reportable event of gel found in unintended site - nonvascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The following blocks were updated based on additional information: block b5 (describe event or problem) block h6 (impact codes).

Event description:
It was reported to boston scientific corporation that a spaceoar vue was used during a placement procedure performed in (B)(6) 2025, under local anesthesia. During an imaging, the results raised the concern about the location of the hydrogel. There were no patient complications reported. Additional information. The initial CT simulation showed a significant amount of rectal wall infiltration, with some of the hydrogel in the rectal lumen. There is about 2-3 cc of gel present under the rectum. As the patient has favorable intermediate risk disease, they will wait for the radiation therapy.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, 12/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event 12/17/2025. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Device code a150202 is being used to capture the reportable event of gel misplaced non-vascular. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a spaceoar vue was used during a placement procedure performed in (B)(6) 2025, under local anesthesia. During an imaging, the results raised the concern about the location of the hydrogel. There were no patient complications reported.